Event description:
The tps universal driver was sent for service and it began to oscillate without user activation while running in forward during performance testing at the manufacturer. No adverse event was associated with the device.

Manufacturer narrative:
During failure analysis it was noted that the device displayed a bias current error and could not longer be operated. During this visual examination, the service technician noted a number of worn components.